Manufacturer narrative:
Additional information: the reported event of failure to capture was not confirmed. The reported event of lead separation failure was confirmed. Visual inspection found the connector pin and crimp sleeve pulled out of the connector assembly consistent with excessive forces during procedure in the field.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00426. It was reported that when the patient presented in the hospital with symptoms of stuffiness and out of breath, loss of capture was observed. Left ventricular (lv) lead dislodgement was confirmed via chest x-ray. The physician believed that the patient¿s symptoms were related to lv lead malfunction. During the lead reposition procedure on (B)(6) 2019, the lv lead was failed to be separated from the device. The physician eventually needed to pull the lead out of the device header. The new lead was implanted. The patient was stable.